Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A operating room director reported during a laser assisted cataract procedure the surgeon was seeing tearing. Upon follow up, case was completed and an anterior chamber intraocular lens was used.

Manufacturer narrative:
The company representative stated in the request for service review that the "company representative observed horizontal lines (oct reflections) on the image of the 360 scan. It was noted that the horizontal lines were not within specification as expected. The company representative aligned oct assembly to resolve this issue. The company representative found that the oscillator signal was unstable. Subsequently, the oscillator was replaced and aligned. It was then verified that the articulating arm alignment and output energy calibrations met specification. As a preventive measure, the overlay was adjusted as well. All systems and calibrations then were determined to have met specification. The oscillator, 100mhz, one five, was visually examined and had no issues. The sample tested on a calibrated hotbed and had no issues. The sample was tested per the laser oscillator burn in test and failed. The oscillator power was lower than the specification value. While the system was found to have an unstable oscillator, which could lead to poor quality cuts, it is inconclusive whether this caused the capsular tear. Based on assessment, the product met specifications at the time of release. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause cannot be determined conclusively. (B)(4).